Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter would leak when attached to a solution bag with antibiotic and activated. The reporter stated that the event was resolved by removing the vial-mate after they reconstitute. There was no patient injury or medical intervention associated with this event. No additional information is available.